Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-02604 for a description of the second device. In 2008, it was reported to boston scientific corporation that a male patient was treated with a prolieve thermodilitation kit for the treatment of benign prostatic hyperplasia (bph). According to the complainant, during the procedure, the temperature sensor was not reading. The physician tried to reposition and when there was no change, replaced the prolieve rectal temperature monitor (rtm). Subsequently, the prolieve catheter was reading "low water." The physician tried increasing the pressure with no change. The patient complained that he felt his bladder getting full and the physician aborted the procedure. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.